Event description:
It was reported that the patient passed away for an unknown reason. There was no allegation that the death was related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.